Manufacturer narrative:
(B)(4). **** event evaluation **** a review of the complaint history, instructions for use (IFU) and the device history record was conducted for the purpose of this investigation. No device, imaging studies or hospital or medical records have been available. Therefore, the evaluation is based on the patient/event info solely. Impossible to comment on the alleged fracture and migration. Under normal conditions, i.e. Ivc < 30 mm the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter migration may be due to manipulation in the area of the filter implant or due to a blood clot captured inside the filter which could contribute to changes to the filter configuration and placement. Fracture of the wire it is a known risk in relation to an implanted filter and reported in the published scientific literature. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or aggressive maneuvers during filter retrieval attempts. No information on patient outcome is reported in this case devices manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged the patient was implanted with a gunther tulip mreye filter on (B)(6) 2007. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received on 11apr2016 states: limited medical records were provided. Per the plaintiff fact sheet (pfs) and procedure note, the filter was placed due to dvt and pregnancy. The filter was positioned into the ivc at the level of the renal veins. Initial venogram showed no clot and showed the ivc to be placed successfully. Per records provided by plaintiff, on (B)(6) 2015 a chest x-ray showed a fractured ivc filter with a displaced tine. Also on (B)(6) 2015 a CT of the abdomen w/w/o contrast showed the fractured filter with the tine noted in the right crus of the diaphragm. Position of the ivc filter is above the renal veins suggesting migration. Per the pfs, it states that a doctor stated that it had been in so long that it probably had a lot of tissue developed around it that it would be better left in. She also states that it would probably cause more damage trying to get it out then just leaving it in. No additional information has been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/02/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2007 due to dvt while pregnant. The plaintiff alleges fracture, migration, and device is unable to be retrieved.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to complainant: the patient was implanted with a gunther tulip mreye filter on (B)(6) 2007. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via operative note stating the filter fractured and that it probably would cause more damage trying to get it out than leaving it. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r. 803.56 when appropriate. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or aggressive maneuvers during filter retrieval attempts. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Under normal conditions, i.e. Ivc < 30 mm the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU contraindications include: megacava (diameter of the ivc > 30mm). Filter migration may be due to manipulation in the area of the filter implant or due to a blood clot captured inside the filter which could contribute to changes to the filter configuration and placement. No imaging or product was provided, and since only limited information is received, it is impossible to comment on the alleged fracture and migration. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. The exact root cause for the alleged filter fracture and migration cannot be determined based on the limited information provided.